Manufacturer narrative:
Previously reported on (B)(4) with MDR# 303067-2020-01308. Device was returned for investigation and the investigation results will be completed and saved within (B)(4).

Event description:
It has been reported that the device is failing self-test.